Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: creases flat. Leak test and microscopic analysis was performed which identified: wear abrasion, opening crack and delamination partial of the valve. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A cracked valve seat diaphragm valve.

Event description:
Healthcare professional later reported "particles in valve" and "valve delaminated from shell."